Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of dec 06, 2023 found bolus deliveries of: (B)(6) 2023 00:02:11.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 00:02:11.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 120 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 3000 (0.3 u) (B)(6) 2023 01:02:11.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 01:02:11.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 130 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 0 (0 u) (B)(6) 2023 02:07:15.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 02:07:15.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 142 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 28000 (2.8 u) (B)(6) 2023 03:07:19.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 03:07:19.000 bolusprogrammingmethod: cl1autobolus (9) bolusnumber: 154 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) activeinsulinatprogramingtime: 21000 (2.1 u) (B)(6) 2023 04:37:31.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 04:37:31.000 bolusprogrammingmethod: cl1autobolus (9) bolusnumber: 168 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 5000 (0.5 u) activeinsulinatprogramingtime: 9000 (0.9 u) (B)(6) 2023 05:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 05:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 173 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 11000 (1.1 u) (B)(6) 2023 06:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 06:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 183 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 6000 (0.6 u) (B)(6) 2023 07:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 07:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 191 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 5000 (0.5 u) (B)(6) 2023 08:07:13.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 08:07:13.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 202 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 4000 (0.4 u) (B)(6) 2023 09:12:15.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 09:12:15.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 215 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 1000 (0.1 u) (B)(6) 2023 10:02:11.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 10:02:11.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 221 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 0 (0 u) (B)(6) 2023 11:02:19.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 11:02:19.000 bolusprogrammingmethod: cl1autobolus (9) bolusnumber: 233 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) activeinsulinatprogramingtime: 4000 (0.4 u) (B)(6) 2023 12:22:11.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 12:22:11.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 240 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 5000 (0.5 u) (B)(6) 2023 13:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 13:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 248 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 5000 (0.5 u) (B)(6) 2023 14:32:15.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 14:32:15.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 252 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 17000 (1.7 u) (B)(6) 2023 15:02:45.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 15:02:45.000 bolusprogrammingmethod: cl1autobolus (9) bolusnumber: 2 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) activeinsulinatprogramingtime: 7000 (0.7 u) (B)(6) 2023 16:07:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 16:07:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 12 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 12000 (1.2 u) (B)(6) 2023 17:02:29.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 17:02:29.000 bolusprogrammingmethod: cl1autobolus (9) bolusnumber: 22 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) activeinsulinatprogramingtime: 16000 (1.6 u) (B)(6) 2023 18:02:13.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 18:02:13.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 34 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) activeinsulinatprogramingtime: 28000 (2.8 u) (B)(6) 2023 19:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 19:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 46 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 25000 (2.5 u) (B)(6) 2023 20:02:13.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 20:02:13.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 55 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 69000 (6.9 u) (B)(6) 2023 21:14:01.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 21:14:01.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 60 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) activeinsulinatprogramingtime: 19000 (1.9 u) (B)(6) 2023 22:02:17.000 normalbolusdelivered (220) eventtype = 220 sourceid = 128 historyrecordlength = 26 systemtime = (B)(6) 2023 22:02:17.000 bolusprogrammingmethod: cl1microbolus (5) bolusnumber: 69 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) activeinsulinatprogramingtime: 9000 (0.9 u) giving a total of: dailytotalofbolusinsulindelivered: 182000 (18.2 u) the sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case. In summary, customer allegation for pump over/under delivering not confirmed during full funct medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a boluses anomaly. Troubleshooting was performed but the issue was not resolved. The customer reported an anomaly in the boluses calculation. The field personnel has requested pump replacement. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.